Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure the snare became embedded in patient's tissue. It was reported that, the patient underwent surgery and the loop was successfully removed from the patient. The patient's condition at the conclusion of the procedure was reported to be stable.